Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a small dehiscence on his scrotum where the pump was placed. Additionally, the patient stated that he had discomfort in the left cylinder, and the physician identified an infection. A surgical procedure was performed, during which the ipp was removed and replaced with a malleable device. No further patient complications were reported.